Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that decreased sensing and high capture threshold were observed. Upon opening the pocket, the lead was tested with the psa and loss of capture was noted. Lead perforation was confirmed. When attempted repositioning was unsuccessful, lead was explanted.